Event description:
The affiliate stated the customer reported erroneously elevated initial access gi monitor (ca 19.9) result for one patient involving the unicel dxi 800 access immunoassay system. An initial result of 7,328,433 u/ml (1:100 dilution) was obtained but was not released from the laboratory. There was no patient impact associated with this event. The customer indicated the initial neat (undiluted) result was flagged ovr (over range), indicating the calculated concentration was above the highest or most concentrated calibrator. The sample was then serially diluted off-line (manually) at 1:10, 1:100, 1:1,000, and 1:10,000. The 1:10 dilution flagged ovr. The 1:100 dilution reported a value of 7,328,433 u/ml. The 1:1,000 dilution reported a value of 74,180 u/ml. The 1:10,000 dilution reported a value of 76,800 u/ml. The customer retested the 1:10 dilution and again flagged ovr. The customer retested the 1:100 dilution and received a value of 73,692 u/ml. The customer stated quality control (qc) was within the laboratory's established limits prior to and after the event. The instrument was in normal operation.

Manufacturer narrative:
A review of the archive data file for both 1:100 dilution replicates indicates the customer entered a manual dilution factor of 100 for both, and the rlu (relative light units) values are similar (2,650,208 and 2,663,975 rlus). This indicates the dose calculation should be nearly identical, but instead the first replicate is approximately 100 times larger than the second replicate. Analysis of the rlu data, using qmit2 (an internal software tool used to analyze data off-line with the same curve fitting math models used by the instrument) determined that all dilution results were calculated correctly, with the exception of the first 1:100 dilution replicate. The result in question should have yielded 73,284 u/ml instead of 7,328,433 u/ml. Although the customer had entered a manual dilution factor of 100, it appears the software multiplied the raw result by 10,000, not 100. A review of the available data indicates all samples were processed using the same calibration curve and reported in the same units. No anomalous event log messages were reported around the time of the event. Instrument database and logging files were provided to the software development group for investigation. The software developer completed a comprehensive review of all relevant data, as well as a code review of the data reduction (dose calculation) software. No defect in the software was identified. An attempt to replicate the failure in-house using the customer's data was unsuccessful. Per subject matter expert, data corruption is suspected as the dilution factor is stored in the database on the hard disk. This value is then read from the disk when required by the data reduction software to calculate the result. It is likely the value was read incorrectly from the hard disk. In conclusion, a definitive root cause of the reported issue is unknown.